Event description:
It was reported the device was explanted because of normal battery depletion and subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.